Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns (B)(4) serial cable was suspected to not be working properly and preventing interrogation of vns devices. The suspect serial cable has been returned and is pending analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the serial cable was completed. During testing it was identified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with a damaged pad on the transceiver pcb. Once the electrical connection was restored using a jumper wire, the serial cable was able to establish communication between the hhd and wand. No further anomalies were identified.